Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional evaluation findings were as follows: the camera cable had buckling and scratches, and the camera cable was flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the camera head had no image. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon (no image) temporarily occurred due to communication failure caused by water immersion from scratches on the cable. However, since the phenomenon was not duplicated during evaluation, a specific cause could not be identified. The instructions for use identify verbiage that could help prevent water immersion: "never store this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument." Olympus will continue to monitor field performance for this device.